Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet 23 gauge (ga) 10 thousand cuts per minute (cpm) probe manifold was returned and visually inspected. The visual inspection confirmed that the gray line was occluded with adhesive which would prevent actuation of the probe cutter. The root cause is consistent with a manufacturing error where the gray line likely became occluded during the wetting of the tubing with solvent and subsequent insertion to the gray radio frequency identification (rfid) connector. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrector would not cut during surgery and aspiration condition was unknown. The product was replaced and the procedure was completed. There is no patient harm.